Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 532 mg/dl. Customer was treated with basal. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer also reported that customer had blood at site due to infusion set insertion. Customer stated that they are unable to describe any possible damage to drive support cap. Insulin pump will not be returned for analysis.